Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided, a cause for the reported expulsion (clip detaching from both the leaflets) could not be determined. Additionally, the reported embolism/embolus and foreign body in patient was related to the clip completely detaching from both the leaflets (expulsion). Embolism is listed in the mitraclip system instructions for use (eifu) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an embolized mitraclip. It was reported that on (B)(6) 2023 a patient presented with grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted on the mitral valve. The mr was reduced to grade 1-2. On (B)(6) 2023, one of the two mitraclips had embolized. It is unknown which mitraclip detached from both leaflets. The patient was asymptomatic. No additional information was provided.